Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified in d2 and g4. H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. Investigation summary: the device was not returned for evaluation. However, based on photos provided, it could be confirmed that the safety lock slider got broken. Therefore, based on evaluation of the provided photos the safety lock slider is confirmed to be broken. However, a definite root cause could not be determined. Labeling review: relevant labeling for this product was reviewed. The potential issue of a damaged device was found addressed: "examine the stent system to ensure it has not been damaged during shipment and that its size, shape, and condition are suitable for the procedure for which it is to be used. If it is suspected that the sterility or performance of the stent system has been compromised, the device should not be used." Regarding use of the safety lock slider the instruction for use states: "unlock the safety lock slider by pulling it back towards the wheels from the locked position into the unlocked position. Ensure that the red safety lock slider is completely pulled back." H10: d4 (expiry date: 02/2026), g3 h11: h6 (method, result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Event description:
It was reported that during a stent placement procedure, the red release button in the release handle allegedly broke. It was further reported that the physician managed to unlock the handle by re-inserting the red button and the stent was then deployed normally. There was no reported patient injury.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to the lifestent 5f vascular stent that are cleared in the us. The pro code and 510 k number for the lifestent 5f vascular stent are identified in d2 and g4. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 02/2026). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a stent placement procedure, the red release button in the release handle allegedly broke. It was further reported that the physician managed to unlock the handle by re-inserting the red button and the stent was then deployed normally. There was no reported patient injury.